Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that heart failure along with significant changes in tavr functioning, worsening mitral regurgitation, and aortic regurgitation, combined with a mobile echodensity in the left ventricle outflow tract with unknown etiology, which could have been possible thrombi or vegetation combined with mechanisms listed above may have caused or contributed to this event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from fcs, approximately six years and two months post transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 valve, the patient expired. It was reported that there is a "possible failed tavr valve". Per medical record review, the patient was admitted to the hospital and a transthoracic echocardiogram (tte) finding indicated significant changes in transcatheter aortic valve replacement (tavr) function compared to the prior study. These changes included worsening mitral regurgitation (mr), aortic regurgitation (ar), and a reduced ejection fraction (ef) of 45%. The 26mm sapien 3 valve in the aortic position demonstrated a peak gradient of 89 mmhg, mean gradient of 58 mmhg, vmax of 4.72 m/s, and an aortic valve area (ava) by continuity equation (vti) of 0.45 cm2, consistent with severe aortic insufficiency. Additionally, a mobile echo-density was noted in the outflow tract with unclear etiology, raising concern for possible thrombus or vegetation, with clinical correlation recommended. Moderate mr and tricuspid regurgitation (tr) were also present, with a right ventricular pressure of 74 mmhg. Laboratory values including crp, esr, and wbc were within normal limits, and the patient was afebrile with negative cultures. A heparin drip was initiated. Cardiac catheterization revealed an aortic valve peak gradient of 90 mmhg, 4+ ar, and a left ventricular end-diastolic pressure (lvedp) of 28 mmhg. Coronary arteries were patent with 30% stenosis in the right coronary artery (rca). The ef had declined to 30%, with global hypokinesis and mr graded at +2. On post-admission day (pod) 7, the patient was found unresponsive and pulseless in the bathroom. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was intubated. The return of spontaneous circulation (rosc) was achieved after approximately 16 minutes. An electrocardiogram (EKG) revealed st segment depression, although there was no indication of myocardial infarction (mi), and a cardiac catheterization performed the day prior had confirmed patent coronary arteries. Less than one hour after being transferred to the intensive care unit (ICU), the patient experienced a second cardiac arrest, progressing from pulseless electrical activity (pea) to asystole. Despite 10 rounds of CPR, the patient was pronounced deceased.

Manufacturer narrative:
Correction to h6; type of investigation. After a administrative review, the h6 code (type of investigation had the code of communication twice) the code now reflects the correction to the correct code.